Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed issue was verified, but the hot to the touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer reverted to an alternate form of insulin therapy. It was also reported that the battery gauge was fluctuating. The customer's blood glucose was 131 mg/dl. The customer continued to use the pump for insulin therapy.